Event description:
After the patient was implanted with mentor implants, she started getting hives over her entire chest. The patient has gone to her allergist and has not contacted the doctors office with the allergist findings.

Manufacturer narrative:
Split file because there are two devices involved in this event. Original report 1645337-2011-00027.